Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011. During the procedure, the motor drive unit would not activate. The customer found a loose connector inside the unit. When they reconnected it, the motor drive unit worked. The case was completed using the same motor drive unit with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The unit was noted to have customer abuse. The pem stud was missing. The unit was unable to be repaired due to s/n label being attached to subchassis, which could not be repaired.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.